Manufacturer narrative:
Complaint conclusion: it was reported that during an endoscopic third ventriculostomy, the saber rx (4mm20cm155) percutaneous transluminal angioplasty (pta) balloon catheter was inserted in the patient and delivered to the lesion; however, there was strong resistance felt to cross the lesion. The saber pta balloon catheter was inflated, but the balloon ruptured. It was replaced with a new non-cordis balloon catheter. The procedure finished successfully. There was no reported patient injury. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuosity was unknown. The lesion was calcified. The rate of stenosis was unknown. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. There was no difficulty in removing the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17627146 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta/ptca system tracking difficulty¿ and ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified lesion) may have contributed to the reported difficulty crossing through the lesion and the balloon burst reported as calcification/resistant lesions may cause damage to a balloon and crossing difficulty. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported events. Therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that during an endoscopic third ventriculostomy, the saber rx (4mm20cm155) pta balloon catheter was inserted in the patient and delivered to the lesion; however, there was strong resistance felt to cross the lesion. The saber pta balloon catheter was inflated, but the balloon ruptured. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintain negative pressure). There was no difficulty in removing the product from the hoop. There was no difficulty in removing the protective balloon cover. There was no difficulty in removing the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. It was replaced with a new non-cordis balloon catheter. The procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown.